Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the guidewire tip was noted to not have been shaped and the core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated there were no anomalies noted. During the functional inspection the guidewire ptfe coating was examined under magnification, no anomalies were noted. The guidewire was advanced successfully through a flushed demonstration microcatheter and no anomalies were noted. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was not confirmed based on analysis of the returned device. The device met specification when returned for analysis. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was normal tortuous. The ptfe coating was probably peeling on the device. Flush was given inside the microcatheter at the time when the guidewire was inserted, there was no resistance when the guidewire was taken out of the dispenser hoop, it is unknown if the device was shaped, there was no friction or resistance felt at the hub and the introducer sheath was used, when inserting the guidewire. Analysis of the returned device found no anomaly with the guidewire. The ptfe coating and hydrophilic coating was intact. The guidewire was successfully advanced through a demonstration microcatheter without any friction. Therefore, the reported event of the guidewire ptfe coating peeling difficult to advance was not confirmed. An assignable cause of not confirmed will be assigned to the reported event of the guidewire ptfe coating peeling difficult to advance as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during an embolization of a ruptured aneurysm that when the subject guidewire was advanced, resistance was felt. When the device was removed, it was found that the ptfe coating was peeling off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during an embolization of a ruptured aneurysm that when the subject guidewire was advanced, resistance was felt. When the device was removed, it was found that the ptfe coating was peeling off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.